Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Successfully scanned and received glucose reading and alarm notifications using a similar configuration (samsung galaxy s10, android 12, 2.8.4.9335) and unable to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy m31s phone with android operating system version 12; app version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was unable to self-treat and required third-party treatment of oral and IV glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product is currently undergoing investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy m31s phone with android operating system version 12. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was unable to self-treat and required third-party treatment of oral and IV glucose. There was no report of death or permanent impairment associated with this event.